Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose level was 150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge leaking issue could not be verified. Additionally, the alleged cgm error issue could not be confirmed. The pump was not returned.